Event description:
It was reported that tip detachment occurred. The transhepatic arterial chemotherapy and embolization procedure was indicated due to liver cancer. The 5% stenosed, 30mm in length, 5mm in diameter, eccentric, de novo target lesion was located in a mildly tortuous, uncalcified hepatic artery. Upon taking the device out from the package, it was observed that the tip of the device was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Corrected lot number from 17188835 to 17188834. Device evaluated by MFR.: the device was returned coiled up, and lodged within its carrier hoop. Device analysis observed a break in the outer shaft exposing a section of inner braid located near the base of the strain relief. The device was flushed out of the carrier hoop. A break in the other pebax layer of the catheter originating 4mm from the base of the strain relief was also observed in the outer layer which was followed by 290mm of exposed braid. The strain relief was removed and the area underneath was inspected for any further defects, no further defects present. A guidewire was passed through the device, no blockages or occlusion was noted. A microscopic examination of the device tip was undertaken, no damage or defects to the device tip present. Coating damage was also observed along the coated length of the catheter which was seen as black shiny patches along coated length. No peeling, flaking or missing coating was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. The transhepatic arterial chemotherapy and embolization procedure was indicated due to liver cancer. The 5% stenosed, 30mm in length, 5mm in diameter, eccentric, de novo target lesion was located in a mildly tortuous, uncalcified hepatic artery. Upon taking the device out from the package, it was observed that the tip of the device was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).